Manufacturer narrative:
(B)(4). Complaint sample was evaluated. Visual evaluation of the returned device shows signs repeated use. Dimensional analysis of the product determined that the product, where measured, was conforming to print specifications. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that the device was fractured during surgery. Attempt for further information has been made, but no further information has been provided.